Manufacturer narrative:
Patient identifier - (B)(6). Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had a left femoral artery puncture under ultrasound guidance. A 6fr femoral sheath was introduced and the procedure was completed uneventfully. The angio-seal wire was inserted. The arteriotomy locator was inserted in the angio-seal sheath and an audible click was verified. The sheath was introduced over the wire till back bleed from the locator was seen. Then the sheath was withdrawn and re-introduced to verify the back bleed to verify the position in the artery. The wire and arterial locator were removed keeping the sheath in position. The closure device was loaded into the sheath however no click was heard. The closure device could neither be withdrawn nor could be advanced for click. The angio-seal was withdrawn with difficulty. The patient experienced acute limb pain over the next few hours developed acute limb ischemia needing medical and surgical opinion. Computed tomography (CT) angio of the lower limb revealed occlusion of the posterior tibial artery. The surgeon and interventional radiologist advocated medical management. The patient developed left lower limb weakness and has a residual limp. The estimated blood loss was less than 250cc. Heparin was given to the patient. The patient was in stable condition. Additional information was received on 21apr2021. The procedure for the patient was a percutaneous transluminal coronary angioplasty (ptca). Hemostasis was achieved with compression. The puncture site was above the level of the common femoral artery bifurcation. Distal pulses were absent, post angio-seal deployment. The intervention was prolonged, anticoagulation with IV heparin and thereafter noacs. The patient was refused surgical intervention by surgeon; interventional radiologist also refused intervention as it was high risk.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6 fr angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly in full deployed state. The locator, tamper tube, guidewire with retainer and header bag were returned as well. The temperature sensor on the header bag was triggered upon receipt. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The device was consistent with the full deployment. No anomalies with any of the returned components. For functional testing, the sheath was removed from the carrier tube assembly. Then, the carrier tube was inserted into the hemostasis sheath and a clear click was audible and locked as intended. No locking issues were identified. No deformations were observed on the locks of the device sleeve as well. The hub of the locator was examined under microscope and no turns of suture were found. Based on the returned device, the complaint could be confirmed for the alleged difficulties as additional intervention was required post angio-seal deployment. The likely cause for the alleged failure could be over insertion of the hemostasis sheath/ carrier tube assembly which could have led to the collagen entering the artery. No conclusions can be drawn to the allegation of the withdrawal difficulty of the device as the device was consistent with proper deployment. However, a possibility of deploying the device deep into the artery could cause resistance if the anchor is caught at the bifurcation. Based on the available information for this event, the exact root cause of the reported event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.